Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin does shoot when priming instead of dripping out and louder during rewind as well as insulin pump failed to alarm when insulin low within past 6 months a few times. Customer's blood glucose level was unknown. Insulin pump will not be returned for analysis.